Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
--

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated.

Manufacturer narrative:
Additional information received indicated this device was explanted and successfully replaced. At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) after approximately 59 months of implant due to a longer than allowed charge time measurement. The monitoring voltage was 2.66 volts. A device replacement procedure planned to take place at date in the near future. To date, there have been no adverse patient effects reported.